Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage. The following information was provided by the customer: it was found liquid leakage and wet the sleeve, stopped infusion and changed another. Material in sap 383033.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8215457. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage. The following information was provided by the customer: it was found liquid leakage and wet the sleeve, stoped infusion and changed another. Material in sap 383033.